Manufacturer narrative:
Conclusion: urinary tract infection may occur whenever the urinary tract is instrumented. However, no conclusion can be drawn at this time. Should additional information will be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a sling procedure in 2007 and presented with a urinary tract infection the same day. Antibiotics were administered to the patient and the infection resolved one month later. The patient has not had another uti since and is doing fine.